Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion will be made available following an engineering evaluation.

Event description:
V-lift cage may have over expanded and would not compress when surgeon tried to remove distraction. Implant left in-situ, revision surgery may be required. On (B)(6) 2011 the surgeon confirmed that he does not plan to revise.